Event description:
It was reported by provider that the (B)(4) concentrator, out of the box, will not turn on. Unit has 3 or 4 hours on it. He states when the unit will turn on, shuts down within a few seconds. Tried multiple outlets, still intermittent issue.